Event description:
During circumcision, penis - meatus-was cut. Infant oozed blood, md held pressure, and urologist was called. Urologist examined infant 45 minutes after event, and urinary catheter was placed. Infant wastransferred to special care nursery.